Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose level of 40 mg/dl. Customer delivered intended bolus amount and amount of insulin ended up being too much insulin causing customer to go low. Customer declined to provide additional information or troubleshoot with tandem technical support.